Event description:
Customer reported that while running a hepatitis core assay, summit sample handler did not pipette the correct amount of sample and did not give an error message. An ortho field svc engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 00-00814-02.